Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and undersensing on electrograms (egms). The right ventricular (rv) and atrial leads remain in use. No patient complications have been reported as a result of this event.